Event description:
Surgeon reports performing breast reconstruction surgery on an obese patient with pannus breasts. The patient developed a full thickness necrosis of her inferior skin flap on the left breast. Surgeon re-operated and reported veritas as "slimy" and removed the veritas in small pieces.

Manufacturer narrative:
Surgeon has been asked for further information. If further information is supplied, a supplement will be filed. Device lot numbers not reported to manufacturer, therefore, manufacture and expiration dates unknown.